Manufacturer narrative:
The customer reported that the central nurse's station (cns) was turned off and when they turned it back on, the application would not launch and windows error display would populate stating " display error". No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station was turned off and when they turned it back on, the application would not launch and windows error display would populate stating " display error". No patient harm was reported.